Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with the insulin pump. Customer states that there was a button error alarm. The blood glucose reading is 8 mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).